Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 563mg/dl and diabetic ketoacidosis. The customer had no symptoms and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 399 mg/dl at the time of the call. Customer indicated that troubleshooting for the pump was previously performed and customer found a bent cannula. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.